Event description:
Leakage around the twist clamp of a transfer set. The date of how long the set was in use is unk. There is no pt injury or medical intervention accoridng to the international affiliate.